Event description:
This case, bmrn case number (B)(6), is a report from (B)(6), referring to a (B)(6) year-old female subject. An investigator reported this case from the (B)(4) sponsored 190-202 study, a multicenter, multinational, extension study to evaluate the long-term efficacy and safety of bmn 190 in patients with cln2 disease. On (B)(6) 2015, a rickham ventriculostomy set, model 82-1623, manufactured by codman & shurtleff was implanted. The device lot number was not reported. On (B)(6) 2015, a rickham ventriculostomy set, model 82-1623, manufactured by codman & shurtleff was implanted. The device lot number was not reported. On (B)(6) 2015, the subject initiated treatment with bmn 190 (300 mg, qow, intracisternal). The lot number for bmn 190 was not reported. On (B)(6) 2015, it was noted that the subject device puncturing occurred without any problems. The infusion was completed without any complications and the patient could be discharged 24 hours after the infusion. On the same date, a csf culture (pre-infusion) showed 1 colony of staphylococcus epidermis; s16 and s18 polymerase chain reaction (pcrs) were negative. The results were interpreted as most likely being a contamination during the sampling process. On (B)(6) 2015 at 15:00, reported as 48 hours after infusion, the subject started to complain of headache, nausea with 3 episodes of vomiting. No fever was noted. The subject was immediately seen in the emergency room (ER) where she was noted to be pale,very tired, but able to walk and talk. No meningism or apparent new neurologic findings were noted... A repeat csf culture was performed... It was suspected that the subject was experiencing a bacterial device infection (device related infection). At 19:00, immediate treatment with vancomycin and cefotaxime sodium was started and the subject was admitted to the pediatric intensive care unit (picu) for safety reasons despite her stable vital signs. Upon consultation, both the neurosurgeon and the head of child neurology were not convinced that this was a bacterial device infection as the subject's csf glucose and protein were normal. They rather suspected a delayed immune reaction with neutrophilic pleocytosis as they had seen it happen in two of their patients. It was reported that a single dose of prednisolone at 5mg/kg was added to the subject's treatment. During the night, the subject was stable with no nausea and meningism. On (B)(6) 2015, 12 hours after the start of antibiotic, the subject was noted to be doing much better with no headache, no nausea,and no tiredness. On the same date, due to the results of csf culture on (B)(6) 2015 which revealed 3 colonies of staphylococcus epidermis, the subject's antibiotic treatment was adjusted after consult with amicrobiologist and based on the resistance profile to flucloxacillin and fosfomycin. Upon consultation, both the neurosurgeon and the head of child neurology were still not convinced that this was a bacterial device infection as the subject's csf glucose and protein were still normal with no peripheral signs of infection. It was also discussed that the rapid decrease in csf cells could not be due to only 12 hours of antibiotics. Plan of treatment included no explantation of the device as of the moment, advised continue antibiotic treatment, and pending results of csf culture no action was taken with bmn 190 due to the event. The outcome of the event was reported as recovering/resolving. The investigator assessed the event of device related infection as not related to treatment with bmn 190. The investigator assessed the event of device related infection as related to rickham (82-1623), ventriculostomy set (reservoir and catheter). In the investigator's opinion, other etiological factors included the puncture of the icv device used for bmn 190 administration.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Manufacturer narrative:
The lot number information was received and a review of manufacturing records was performed. No discrepancies were found when the device was released to stock. To date, the device has not been received for evaluation. Should the device be returned, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Additional information was received in MDR (B)(4), submitted to FDA by biomarin and forwarded to codman. The updated event description included a revised product code number, 82-1625. It was initially reported as 82-1623. A DHR review was performed on the updated lot and product code combination, with no discrepancies noted when the device was released to stock. To date, the device has not been received for evaluation. Should the device be returned, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.

Event description:
This field is being updated with new and updated information received from MDR (B)(4), submitted to FDA by biomarin and forwarded to codman: additional information received on 09-jul-2015: the lot number for bmn 190 was l241020. Upon explantation of the rickham device, it was reported that the membrane did show the frequent puncturing and was brittle at the edges. The outcome of the event was reported as recovered/resolved on 03-jul-2015 at 09:00. No additional information is expected. Additional information received on 17-jul-2015: the primary event term was updated from suspicion of bacterial device infection (device related infection) to bacterial infection of rickham reservoir (device related infection). On (B)(6) 2014 (previously reported as (B)(6) 2015), a rickham ventriculostomy (common device name: salmon-rickham) was implanted. The device lot number was cppblz. Catalog number was 82-1625. 510k number was k102961. Both serial number and UDI number were not available. On (B)(6) 2015, the subject was reported to have experienced increased sleepiness in addition to the previously reported nausea and headache. On the same date, the csf sample obtained showed neutrophilic pleocytosis (600 cells/ul) with normal values of lactate in addition to the previously reported normal glucose and protein. On (B)(6) 2015, the rickham device was explanted. The subject was given unspecified intravenous antibiotic treatment until (B)(6) 2015 then subsequently discharged on an unspecified oral antibiotic until (B)(6) 2015. On (B)(6) 2015, a lumbar puncture and csf culture was performed and revealed normal cell count. On (B)(6) 2015, the subject was re-hospitalized for new rickham implantation. On (B)(6) 2015, a new rickham device was implanted. The re-implantation of the rickham device was reported to be a consequence of the bacterial device infection. On (B)(6) 2015, the study drug was infused without any problem and the subject was noted to be doing very well. No additional information is expected. Additional information received on 07-jun-2016: on (B)(6) 2015 (previously reported as (B)(6) 2015), the subject initiated treatment with bmn 190. Additional treatment included prednisolone and paracetamol. No additional information is expected. Case comment: infection is a known complication of icv reservoir and catheter sets. The event is likely related to the device and is not suspected to be related to bmn 190.